Event description:
Event description guidant recived information that this implantable avt device was oversensing ventricular activity where there was no discernable activity. This resulted in pacemaker inhibition in a pacemaker dependent patient.